Event description:
It was reported that during a breast biopsy a blue cable error code was rec'd. The blue cable was checked and it was noticed that the cable was frayed and has exposed wires. There was no pt consequence reported. Case was completed with a back up system. Holster being returned for repair.

Manufacturer narrative:
Date sent: 04/06/2009. Eval summary: based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. Part replaced that was not related to the customer complaint was the safety latch due to being worn. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warrnated.